Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nursing technician reported that a system had illumination issues during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported experiencing an illumination issue while using the system. The company service representative examined the system and was able to replicate an issue related to the reported event. The illuminator output was below specification. The company service representative replaced the xenon lamp to address the issue. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on august 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the xenon lamp; however, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported experiencing an illumination issue while using the system. The company service representative examined the system and was able to replicate an issue related to the reported event. The illuminator output was below specification. The company service representative replaced the xenon lamp to address the issue. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on august 26, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the xenon lamp; however, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).